Event description:
It was reported during a laparoscopic cholecystectomy the white ring fell out of two 511sd trocars. The trocars were from a flextray lot# l49289. Two new trocars were opened to complete this case. There was no consequence to the pt.

Manufacturer narrative:
D5; h4: info not available, device not returned for analysis.